Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges the patient underwent an additional surgery for removal of the bard/davol ventralex, however, the reason for the mesh explant procedure has not been specified and no medical records have been provided. No specific device issue has been alleged, and no sample has been returned for evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited at this time; should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent repair of a small ventral hernia. It is alleged that a bard/davol ventralex mesh, reference number 0010301, lot number huvk0145 was implanted in the patient during this repair. On (B)(6) 2016: the patient underwent surgery to remove the failed bard/davol ventralex mesh. As reported,upon inspection and removal of the failed mesh, the surgeon noted that the patient had ¿granulation tissue¿ communicating ¿down to the area of his previously placed mesh.¿ it is alleged that the bard/davol ventralex mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the bard/davol ventralex mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.